Event description:
The consumer reported using the product for seven to eight hours on her lower back. When the patch was removed, the consumer described skin removal resulting in an area that was raw and red. The consumer called her doctor who prescribed silver sulfadiazine cream and lidocaine.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.